Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the ipg was replaced due to end of life. Effective therapy was established post-operatively.